Event description:
Pt had a port inserted on 1/26/96. Catheter was to be used for chemotherapy and blood administration. The pt was seen on 2/2 by radiologist who had inserted catheter. Two add'l sutures placed. Pt was seen on 2/12 by the radiologist who had inserted catheter. Two add'l sutures placed. A phone call was received from the oncologist's office nurse stating that she believed the port was leaking. After examination the port was removed because the physician felt that the wound was not healing properly and there was a chance of leakage. When the port was removed the tissue around the catheter appeared to have sclerosed.